Manufacturer narrative:
(B)(4). This report was not confirmed due to lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report was use error. The labeling review found the patient at home guide to be adequate for a use/user error identified in this incident similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a line that came out of the bag on the homechoice (hc) during prime. The hp stated the supply line wasn't connected well and the line came out of the bag. The hp wanted to know if it was okay to reprime the line and use in setup. The technical service representative (tsr) advised the hp to restart with a new set up. The tsr advised the hp not to reuse the same cassette for setup due to breach of sterility. There was no patient injury or medical intervention reported.